Event description:
On august 21, 2006, the patient contacted lifescan alleging that the one touch ultra was inaccurately low and inaccurately high. The medical affairs specialist (mas) spoke with the patient on august 29, 2006, to obtain/verify the following information. The patient takes metformin twice daily and insulins on a set amount before breakfast, before dinner, and at bedtime. On an unspecified date/time, her doctor advised the patient to stop taking her fast acting insulin and decrease her long acting insulin dosages. In 2006 (post medication change), the patient went to urgent care because of her "meter readings and high blood glucose." The patient obtained a result of "over 300 mg/dl" on the urgent care meter, which did "not match" her meter; the patient could not specify if the result was higher or lower. The patient was advised to increase her insulin dosages and did not receive any further treatment. Five days later, the patient went back to urgent care due to "low blood glucose." The patient was unable to provide her meter readings prior to going to urgent care, but reported a blood glucose result of "39mg/dl" on the urgent care's meter. The patient did not receive any treatment, but her insulin regimen dosages were adjusted again. The patient reportedly did not have any symptoms fo high or low blood glucose during the urgent care visits. The patient test 6 times a day usually expects 80-90 mg/dl in the mornings, 120 mg/dl in the afternoon, and 100-160 mg/dl after dinner time. The customer care advocate (cca) reviewed the patient's meter's memory and found recent blood glucose results of "243, 197, and 204 mg/dl" (consecutive readings, unspecified times), which she felt were "too high." The patient also obtained recent blood glucose results of "77, 65, and 66 mg/dl," (consecutive readings, unspecified times), which she felt were too low since these were obtained 2 hours after meals. At the time of the testing, the patient did not have any symptoms of high or low blood glucose and did not make any adjustments to her medication regimen. The cca verified that the meter was set up correctly, an approved sample source (finger) was used, the test strips were within discard/expiration date, and the correct testing/cleaning techniques were used. The patient had expired control solution so a control solution test was not performed. Although the patient was unable to provide her meter readings prior to the urgent care visits, this complaint is being reported because the patient had used the reported meter and at one point obtained a "39 mg/ld" on the urgent care's meter. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.